Event description:
It was reported that syringe integra 3ml ll needle broke during use. The following information was provided by the initial reporter: faulty integra needle syringe system. The rn was giving a thick oily based antipsychotic medication, partway giving the medication, needle was in the patient skin, the needle head detached from the syringe, attached only by the spring and the needle left dangling. Stated they had previously has a syringe leak fluid at this spot but didn't report it or document anywhere.

Manufacturer narrative:
H.6. Investigation summary: one loose integra syringe covered in yellowish fluid inside a biohazard bag was received and evaluated. It was observed the hub was disconnected and the spring was loose in the bag. The stopper was at the 0.1ml marking, which is the expected location after normal retraction. No defect was observed on the manipulated sample. It is possible the hub was not fully tightened onto the syringe. The reported defect could not identified in the sample received. The sample was manipulated and covered in unknown medication and only a limited evaluation could be performed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml ll needle broke during use. The following information was provided by the initial reporter: faulty integra needle syringe system. The rn was giving a thick oily based antipsychotic medication, partway giving the medication, needle was in the patient skin, the needle head detached from the syringe, attached only by the spring and the needle left dangling. Stated they had previously has a syringe leak fluid at this spot but didn't report it or document anywhere.